Manufacturer narrative:
(B)(4). H6: health effect - clinical code e1803 - nodule. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On the same day the sensor was inserted, the pediatric patient developed a skin reaction with inflammation, drainage and infection on the needle puncture site. The parent removed then the sensor and saw lump of pus, green liquid oozing from the insertion. The parent took the patient to a clinic and they prescribed oral antibiotics (oral solution). At the time of the report the patient was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.